Event description:
It was reported that a folfusor leaked into the overpouch after filling. This was observed prior to patient use. The device was filled with a solution consisting of 3300 mg of fluorouracil. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a leak was confirmed via photographic evaluation. The cause was not determined. No additional observation was noted from the photo. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; however, a photograph is available for evaluation. A supplemental report will be filed upon completion of an evaluation or if any additional relevant information becomes available.